Event description:
Report rec'd of a pump powering down when switched to battery power. During pt transport from intensive care unit, the pump reportedly beeped twice, then turned off immediately with no low battery alarm, resulting in intravenous drip interruption. No pt harm was reported. Customer reports that this has happened multiple times.